Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. On 02-sep-2024, the patient reported that infusion set cannula was crimped within 3 hours of insertion at hip and abdomen, which cause the patient blood glucose levels was elevated to high, therefore patient had taken site out and changed site only. The infusion set was in use for several hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.